Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled 500. As it was stated, the headlight detached from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury.

Event description:
On 9th september, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled 500. As it was stated, the headlight was loose which could potentially lead to its detachment. There was no injury reported, however, we decided to report the issue in abundance of caution as potential detachment of the headlight may cause serious injury.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of b5 describe event or problem field deems required. This is based on the additional information that has been received. Previous b5 describe event or problem: on 9th september, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled 500. As it was stated, the headlight detached from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Corrected b5 describe event or problem: on 9th september, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled 500. As it was stated, the headlight was loose which could potentially lead to its detachment. There was no injury reported, however, we decided to report the issue in abundance of caution as potential detachment of the headlight may cause serious injury.

Event description:
On 9th september, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled 500. According to initially provided information, the headlight was loose which could potentially lead to its detachment. There was no injury reported, however, we decided to report the issue in abundance of caution as potential detachment of the headlight may cause serious injury. According to the additional information provided by the getinge technician following the service visit, it was established that only one screw was loose on the cupola. Based on the input from subject matter expert at manufacturer¿s site, it was possible to determine that the issue investigated herein is not safety nor risk related, as it could not lead to detachment of the headlight and the loose screw could not fall off as it would be trapped inside the headlight. It is not likely that the issue could lead to the serious injury or death when the malfunction reoccurs. Therefore, the scenario described in the record is considered as non-reportable.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of b5 describe event or problem field deems required. This is based on the additional information that has been received. Previous b5 describe event or problem: on 9th september, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled 500. As it was stated, the headlight was loose which could potentially lead to its detachment. There was no injury reported, however, we decided to report the issue in abundance of caution as potential detachment of the headlight may cause serious injury. Corrected b5 describe event or problem: on 9th september, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled 500. According to initially provided information, the headlight was loose which could potentially lead to its detachment. There was no injury reported, however, we decided to report the issue in abundance of caution as potential detachment of the headlight may cause serious injury. According to the additional information provided by the getinge technician following the service visit, it was established that only one screw was loose on the cupola. Based on the input from subject matter expert at manufacturer¿s site, it was possible to determine that the issue investigated herein is not safety nor risk related, as it could not lead to detachment of the headlight and the loose screw could not fall off as it would be trapped inside the headlight. It is not likely that the issue could lead to the serious injury or death when the malfunction reoccurs. Therefore, the scenario described in the record is considered as non-reportable.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled 500. According to initially provided information, the headlight was loose which could potentially lead to its detachment. There was no injury reported, however, we decided to report the issue in abundance of caution as potential detachment of the headlight may cause serious injury. According to the additional information provided by the getinge technician following the service visit, it was established that only one screw was broken in the cupola. Based on the input from subject matter expert at manufacturer¿s site, it was possible to determine that the issue investigated herein is not safety nor risk related, as it could not lead to detachment of the headlight and the screw could not fall off as it would be trapped inside the headlight. It is not likely that the issue could lead to the serious injury or death when the malfunction reoccurs. Therefore, the scenario described in the record is considered as non-reportable. The root cause evaluation has been performed by the subject matter expert at the manufacturing site for the issue with the broken screw. It has been established the issue is associated with a heavy impact with an element from the operating room environment. Therefore, the root cause is user error. Based on the review of the customer product complaints, the issue investigated herein occurs infrequently and does not appear to be likely to bring on any immediate danger to the user. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of b5 describe event or problem, d4 serial # and h6 medical device ¿ problem code fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 9th september, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled 500. According to initially provided information, the headlight was loose which could potentially lead to its detachment. There was no injury reported, however, we decided to report the issue in abundance of caution as potential detachment of the headlight may cause serious injury. According to the additional information provided by the getinge technician following the service visit, it was established that only one screw was loose on the cupola. Based on the input from subject matter expert at manufacturer¿s site, it was possible to determine that the issue investigated herein is not safety nor risk related, as it could not lead to detachment of the headlight and the loose screw could not fall off as it would be trapped inside the headlight. It is not likely that the issue could lead to the serious injury or death when the malfunction reoccurs. Therefore, the scenario described in the record is considered as non-reportable. Corrected b5 describe event or problem: on 9th september 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled 500. According to initially provided information, the headlight was loose which could potentially lead to its detachment. There was no injury reported, however, we decided to report the issue in abundance of caution as potential detachment of the headlight may cause serious injury. According to the additional information provided by the getinge technician following the service visit, it was established that only one screw snapped inside the cupola. Based on the input from subject matter expert at manufacturer¿s site, it was possible to determine that the issue investigated herein is not safety nor risk related, as it could not lead to detachment of the headlight and the screw could not fall off as it would be trapped inside the headlight. It is not likely that the issue could lead to the serious injury or death when the malfunction reoccurs. Therefore, the scenario described in the record is considered as non-reportable. Previous d4 serial #: (B)(6). Corrected d4 serial #: (B)(6). Previous h6 medical device ¿ problem code: mechanical problem/detachment of device or device component//2907. Corrected h6 medical device ¿ problem code: material integrity problem/break//1069.

Event description:
On 9th september 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled 500. According to initially provided information, the headlight was loose which could potentially lead to its detachment. There was no injury reported, however, we decided to report the issue in abundance of caution as potential detachment of the headlight may cause serious injury. According to the additional information provided by the getinge technician following the service visit, it was established that only one screw snapped inside the cupola. Based on the input from subject matter expert at manufacturer¿s site, it was possible to determine that the issue investigated herein is not safety nor risk related, as it could not lead to detachment of the headlight and the screw could not fall off as it would be trapped inside the headlight. It is not likely that the issue could lead to the serious injury or death when the malfunction reoccurs. Therefore, the scenario described in the record is considered as non-reportable.